Event description:
Patient reported right side rupture, "the recall", and "capsular contracture baker grade unknown." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, anxiety-product/procedure.

Event description:
Patient reported, right side rupture. Capsular contracture, baker grade unknown with pain. It was noted, patient presents "blood fluid" and possible bruise. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, b6, d6(b), h6.